Event description:
The device was explanted and replaced due to a system upgrade to an ICD. Save-to-disk review determined battery voltage measurement variations. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) save-to-disk review determined battery voltage measurement variations. Analysis of the battery revealed high internal impedance.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Save-to-disk review determined battery voltage measurement variations. Analysis of the device is in process; the results will be forwarded when available.